Event description:
Customer reported to beckman coulter, inc. (Bec) that she noticed a small amount of moisture on the outside of a tube. Customer reported she then took off the covers of the unicel dxc 600 synchron system (dxc 600) and noticed the closed tube sampling wick assembly was dirty. Customer reported she replaced the wick and was watching the dxc 600 prime. Customer reported she noticed there was a very small amount of liquid dripping when the blade rinsed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer indicated that the customer's biomedical engineering department determined the cause of the leak was a partially obstructed cap piercer drain.

Manufacturer narrative:
Evaluation results: cap piercer drain. (B)(4).